Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect device is not available for evaluation, therefore, no further investigation can be determined at this time. Carefusion technical support advised to the customer environmental testing has been performed on the vela ventilator to show that ventilator meets specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault alarms. The customer reported the alarms went off during the six month maintenance. The customer reported the user verification test passed before maintenance. The customer reported the room temperature was about fifteen degrees celsius at that time. The customer reported the issue was no longer reproducible after rebooting the device and the room temperature is above twenty degrees celsius. The customer reported there is no patient involvement associated with the event.